Event description:
According to the literature source of study performed between 2012 and 2018, to evaluate outcomes of totally laparoscopic total gastrectomy (tltg) compared with laparoscopy-assisted total gastrectomy (latg) in patients with gastric cancer, in all patients, a manual linear stapler was used to transect the esophagus, perform the side-to side jejuno-jejunostomy and to close the jejunal stump. A circular 25mm manual stapler was used for the esophagojejunostomy. There were 223 patients in the tltg 223 and 114 patients in the latg group. Postoperative complications included: bleeding, anastomosis leakage, fluid collection, and esophagojejunostomy stenosis. Blood transfusions were also required.

Manufacturer narrative:
Literature: title: postoperative morbidity and quality of life between totally laparoscopic total gastrectomy and laparoscopy-assisted total gastrectomy: a propensity-score matched analysis source: park et al. Bmc cancer (2021) 21:1016 park et al. Bmc cancer (2021) 21:1016. If information is provided in the future, a supplemental report will be issued.